Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the ac indicator light does not turn on and the unit will intermittently fail to power on. There was no reported patient or user involvement and no adverse patient/user impact.